Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The axiem cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. Since the axiem cable was discarded, no parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that axiem cable was broken. With that cable broken the axiem could not work. The navigation system was able to work, but the broken cable affected the functionality of the axiem. There was no patient present when this issue was observed.